Event description:
A malfunction was reported on the pump, identified by a malfunction code and fault ID. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy, and a replacement pump was sent. The customer acknowledged all instructions regarding the pump replacement, including programming new pump settings and connecting the cgm, and agreed to return the faulty pump to avoid additional charges.